Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficult to remove clip delivery system from the steerable guide catheter appears to be related to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the difficulty removing the clip delivery system (cds0601-xtr/81127u274). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One mitraclip xtr was successfully implanted in the a2-p2 region without issue and mr was reduced to a grade of 2+. A mitraclip ntr clip delivery system (cds) was advanced and four attempts were made to grasp the leaflets; however, the mr could not be reduced, therefore, the cds was removed. An attempt was made with a mitraclip xtr (81127u274) cds; however, again the mr was unable to be reduced. During removal of the cds, it did not appear that the cds entered the steerable guide catheter (sgc). It was noted that one of the clip arms got stuck on the soft tip of the sgc. Attempts were made to advance the clip to get it unstuck from the sgc tip, but after two or three attempts, the clip had not moved. The sgc was removed through the right atrium with the clip outside of the scg tip. The procedure then concluded without any further attempts. Post-procedure mr was a grade of 2+ with the one implanted clip. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.